Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation; however, medical records and images were provided for review. The investigation is confirmed for filter tilt, material deformation, detachment, perforation and difficult to remove. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H10: g3, h6 (device, method, conclusion) h11: b5, d1, g1, h6 (result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced perforation, tilt, detachment, material deformation and unable to be retrieve. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 66 year old male patient weighs 152 kgs.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model dl900f vena cava filter at some time post filter deployment, it was alleged that the filter perforated, tilted, detached and the device was unable to be retrieved. A filter limb tilted into the renal artery. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. However, filter limbs were removed percutaneously. This report was received from one source. This event involved one male patient, (B)(6) years old, weight was not provided. This patient had no reported patient injury.